Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error image on the insulin pump screen. The customer¿s blood glucose was unknown. Troubleshooting steps were provided for critical pump error. Customer was advised to discontinue use of the insulin pump and to refer to backup plan and the insulin pump will need to be replaced. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with critical pump error and unable to download due to moisture damage on the electronic assembly. Unable to perform functional test including self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.